Manufacturer narrative:
This report is on submitted november 17, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient developed infection at implant site; subsequently the patient was treated with antibiotics (date and type not reported).

Manufacturer narrative:
This report is submitted february 6, 2017.

Manufacturer narrative:
Per the clinic, it was reported that the patient was admitted to hospital due to an infection at the implant site on (B)(6) 2016. The patient experienced otorrhea on (B)(6) 2016, and was subsequently explanted on (B)(6) 2016. The patient was not reimplanted with another device due to the erosion of the cochlea. This report is submitted january 11, 2017.